Event description:
It was reported that during an arthroscopy the healicoil anchor was inserted and it seems that the threads were fractured, the doctor decided to remove the anchor and all the fractured threads came out. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72203379 healicoil pk 5.5mm used in treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences unrelated to manufacture that might compromise product performance or integrity include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Inadequate bone quality resulting in anchor pullout or loss of fixation. 4. Unexpected bone condition/density. 5. Use of sharp instruments to manage or control the suture. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 5.5mm anchor used on normal bone condition is a 3.8mm tapered awl. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Product met specifications upon release to distribution. If further information, packaging or product becomes available, the complaint may be revisited.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not received in any original packaging. The anchor is broken and missing several ribs. The sutures are still run through the anchor and cannula of the device and out the handle. No damage to the sutures. No other visible deficiency. A functional evaluation could not be performed since the device is a single use and has become defective. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.